Event description:
It was reported that the patient's pump stalled during an MRI in 2009 09:36am. A stopped pump period may exceed tube set error occurred two days later at 09:36am. The pump did not show a recovery until it was interrogated the same day at 10:54am. The patient indicated she did not hear an alarm, but did experience symptoms of increased pain, nausea, and vomiting. The drugs in the pump were fentanyl and bupivacaine. The pump was restarted by the hcp. The patient recovered without sequela.